Event description:
It was reported that the 9800 system had no image displayed. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage regulator board and snubber board were replaced during the service call. The camera is to be replaced by the customer. A f/u report will be filed when add'l details become available.